Event description:
This complaint is reportable based on the returned product analysis completed on (B)(4) 2013. It was reported that the stent was unable to cross the lesion. The lesion being treated was located in the occlusive and thrombotic right coronary artery. The physician tried to advance a 4.5x16mm and a 4.0x12mm omega stents but was unable to cross the lesion. The physician then attempted to advance another 4.0x12mm omega stent, however it also did not cross and shaft kinks were noted. The procedure was completed without implanting a stent. No patient complications were reported and the patient¿s status was stable. Returned product analysis revealed a shaft break. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: there was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 22.5cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. The hypotube had multiple kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).